Event description:
Customer reported they went to the emergency room with a blood glucose level about 500 mg/dl. Cause was unknown. Customer attempted to manage the condition by administering insulin through the pump and subsequently received treatment with intravenous fluids of saline and insulin in the emergency room, which resolved the issue. The customer was released the same day with no injury or permanent damage, and no issues were found with the pump or insulin supplies.